Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted pm (B)(6) 2025. The patient was discharged. The patient had a routine 45-day follow up and transesophageal echocardiography (tee) imaging revealed a thrombus on the closure device. There were no leaks noted and no change in position from the initial implant. The patient was currently on dual anti platelet therapy (dapt). The patient was started on xarelto and will have a repeat tee in 6-8 weeks to re-evaluate.